Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The dlk was noted to be at the superior edge of the corneal flap. The topical steroid drops were increased. The patient reported light sensitivity. In a follow up, the surgical technician reported the patient was seen two weeks later, and both , the dlk and light sensitivity, had resolved with the treatment. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).